Event description:
It was reported that guide wire fracture inside patient occurred. A 300cm pt²¿ guide wire broke off inside the patient. The procedure was completed with another of the same device. The patient's status was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: unit returned with its original pouch. The unit returned has distal tip damage. Visual inspection was performed and the device presented the distal tip detached 2.0cm approximately (polymer coating and corewire), and the broken section was not returned. Moreover, the distal end is bent (close of the fracture site). All the outer diameter (ods) taken were according to specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire fracture inside patient occurred. A 300cm pt²¿ guide wire broke off inside the patient. The procedure was completed with another of the same device. The patient's status was stable.